Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose and ketones due to bent cannulas on the last two infusion sets. It was stated that customer's blood glucose the night prior was 300 mg/dl, he woke up with blood glucose of 323 mg/dl and high ketones and current level was at 536 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Some air bubbles were found in the reservoir. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history; only a no delivery on 04/27. The bolus history was accurate. It was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.